Manufacturer narrative:
The customer¿s report that the infusion completed earlier than expected could not be confirmed. Analysis of the pcu event log showed that at 12:27 am on (B)(6) 2016 the pump module was programmed for a basic infusion at 48ml/h with a vtbi of 400ml. Multiple air in line alarms occurred at the start of the infusion and several fluid side occlusion alarms occurred over an hour later. The safety clamp was opened several times in response to these alarms (for 3, 9 and 19 seconds), however these events would not explain the premature emptying of the 1000ml bag. At 4:23am following an air in line alarm the infusion was terminated with a recorded vi of 177.985ml. The reason for the early termination could not be ascertained from the log analysis. Initial rate accuracy testing showed the device was slightly underinfusing. Retesting after recalibration showed the device was infusing within specification. Testing and inspection of the module showed no issues that may have contributed to the over infusion. The disposable set was not returned for investigation. The root cause of the infusion completing early could not be identified.

Event description:
The customer reported that an infusion of 1000 ml d5 normal saline was initiated at 12:20 am and intended to run at 48 ml/hr but was observed to have completed at 4:30 am. There was no patient harm.

Event description:
We received a medwatch which stated: "IV fluid programmed to run @ 48 mls/hr. IV pump malfunctioned and the patient received 1,000 mls of IV fluid in approximately 4 hours."